Manufacturer narrative:
No patient information provided as no patient was involved in this concern. Other relevant device(s) are: product ID: b i71000176, serial/lot #: rev. 4 (B)(4). Report source: foreign country: (B)(6). The manufacturer representative went to the site to test the imaging system. The reported issue was confirmed and enclosure power conversion was replaced. After functional testing, visual/physical examination and examination of similar product the reported issue was confirmed. The enclosure power conversion failed bench testing. Transistors failed, they were found to be shorted. Faulty power conversion enclosure. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system. It was reported outside of a procedure that when the system was shut down and the umbilical was disconnected the fans were still going. No patient was present at the time of the event.